Manufacturer narrative:
E1 reporting institution phone number (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that the device was getting a "check vent: o2 supply pressure sensor range error" alarm that occurred during use on the patient. It was impossible to silence the alarm. There was no harm to the patient or user. The device was swapped out with a different device. No further medical intervention was provided for the patient, nor was a delay to therapy noted. The authorized service provider evaluated the device and confirmed the reported problem. The investigation is ongoing.

Manufacturer narrative:
The authorized service provider (asp) evaluated the device and confirmed the reported problem. The asp replaced data acquisition pcba board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
The suspect data acquisition pca was returned to the product investigation lab (pi) for failure analysis. The pil technician installed the o2 valve into a pi ventilator to duplicate the reported issue. Functional analysis was performed and verified that the device o2 valve testing passed. In addition, the technician could observe and verify that no alarm or 1112 code was generated during stb operation. The technician could not duplicate the failure during service. The returned data acquisition pca operates on the stb without issue. There was no fault found. Product UDI is corrected.